Event description:
It was reported that the 9800 system is hard to connect to the network to archive and the system had to be rebooted twice before it would download to pacs. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hdd ribbon cable was found loose. The external interface and ethernet boards were replaced during the service call. The system was tested and found to be working as intended and put back into service.